Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 1300 mg/dl while wearing the pod between 12 and 14 hours. Symptoms reported include hyperglycemia and vomiting. In addition the patient reports being found unconscious by a friend. The patient reports they are using their controller in manual mode. Once at the hospital the patients pod was removed. The patient was treated with water, intravenous fluids and dextrose. The patient was discharged from the hospital after 5 days. The patients pod will not be returned as it has been discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.